Event description:
During an in clinic follow-up, loss of capture was observed on the right ventricular (rv) lead. An x-ray was performed and dislodgement of the rv lead into the atrium was confirmed. The rv lead was explanted and replaced to resolved the event. The patient was stable.